Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 07/04/2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. It was reported that a pediatric patient under the age of 2 years was using a receiver. The product labeling indicates that the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.